Event description:
During a percutaneous transluminal coronary angioplasty procedure in a male pt with underlying severe coronary artery disease, the stent became caught in the proximal curve of the vessel. Upon withdrawal of the stent delivery system through the guiding catheter, the stent dislodged from the balloon. Pt to surgery.